Manufacturer narrative:
Concomitant medical products: d224drg ICD, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient¿s right atrial (ra) lead was experiencing undersensing and chronically low p-wave amplitudes. Fol low-up with the patient¿s physician for further information was attempted and unsuccessful. The ra lead remains in use. No patient complications have been reported as a result of this event.